Event description:
The infusion pump was received at the service facility with a vague report of the device appearing to be operating but not delivery any fluid. No pt injury was reported. No add'l clinical info was received.